Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, on inserting the trocar, the obturator or trocar broke. They grabbed another trocar to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the flip top seal, obturator, cannula, trocars, circular and envelope seals all appeared intact. Pmv performed functional testing; the device passed an air leak test. The envelope seal passes however the instrument seal leaks during manual manipulation using an endo peanut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.